Event description:
It was reported that the patient went through withdrawal when she was younger. The reporter did not remember when that occurred but noted that it was because ¿back then they didn¿t have equipment to read the pump,¿ adding that ¿they were off¿ on the refill date. No date was reporter, nor was the type of drug infused by the system at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).